Event description:
Act machine from (B)(6) 2018 had error and would not perform any functions. Lab was notified and act machine was exchanged. This am act machine would not perform electric qc and locked out. Lab was notified and act was exchanged. No pt involvement.